Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 220 mg/dl. The troubleshooting was performed. The customer was advised to rewind insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. The customer states the insulin pump did not alarm no delivery. The customer was advised that the insulin pump is working as designed. The customer also reported an failed battery test and failed battery test on the insulin pump. The troubleshooting was performed. The customer was advised to clean battery cap with dry cotton swab. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer found all looks fined. The customer was advised to monitor insulin pump and call if problems occur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.